Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: cable was not watertight, there was corrosion at the electrical contact point of the video connector, video connector was damaged, and there were pixel defects (white scratches). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The camera cable was not watertight, and this may have caused the internal charged coupled device to malfunction, resulting in the inability to communicate properly and the output failure (image failure). It is likely that the camera cable had a flaw (hole), which made it impossible to maintain airtightness, resulting in a watertight defect in the camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. No information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head displayed an abnormal output. The intended unspecified therapeutic procedure was completed. There were no reports of patient harm.